Manufacturer narrative:
Date rec'd by MFR: 25jul2019. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician replaced the touchscreen and the problem was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator's touch panel failed. The ventilator was being used on a patient at the time that the reported problem was discovered, however, there was no patient harm.

Manufacturer narrative:
Date rec'd from MFR: 15oct2019. The replaced touchscreen was returned and failure investigation was performed on 15-oct-2019. It was determined that the pin to pin resistances and resistance ratio were out of specification, which caused the reported touchscreen failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19jul2019.

Event description:
It was reported that the ventilator's touch panel failed. The ventilator was being used on a patient at the time that the reported problem was discovered, however, there was no patient harm.